Event description:
Part of inserter broke during surgery and broken piece remained in patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. Evaluation of the returned driver revealed that the distal hex drive feature broke off the driver. The device broke at an angle indicating shear stress most likely as a result of leveraging. The device met all material specifications as received. The complainant's event is most likely caused by prying/leveraging the driver while the implant is still loaded. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.